Event description:
Set was being used in the alaris system pump module, infusing amino acid solution (tpn); device alarmed for occlusion and ail, nurse opened door and took out the tubing, found no air or reason for occlusion alarms, replaced the tubing and restarted the infusion. A short time later, nurse returned to the bedside and noted a strong amino acid odor, opened door of device and found a leak in the top part of the pump segment of the tubing. Tubing and pump were both saved and sent to biomed. No pt harm occurred, tubing and device were changed out with no impact on pt.

Manufacturer narrative:
(B) (4). (B) (4). The IV administration set and pump module were received. The investigation is on-going. A follow up report will be filed upon completion of the investigation. This report was filed by the manufacturer.